Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "while testing pump. Pump problem alarmed after the infusion ended. Then the pump alarmed service needed. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Unit started up with no errors. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and fva output pin has debris. Cleaned fva pins. Front housing is damaged due to broken screw mounts and ground connections have braided wire versus insulated wire. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Front housing, ground wires, and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.